Event description:
Teh rptr's back to back blood glucose results (rapid succession) were unk. The type of meter used by the physician was unk. It was also unk if the lot provided was used at the time of the reported comparison.